Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was being implanted in a patient for the endovascular treatment of a 3.4cm abdominal aortic aneurysm, with 1cm proximal aortic neck and a 4.6cm left internal iliac artery aneurysm. It was reported that after the successful deployment of the bifurcate device and the contralateral leg, touch-up was performed with the reliant balloon. An endoleak was observed inside the aneurysm when angiography was performed from above the renal artery. As no such leak was found when another angiography was performed inside the aneurysm, it was determined to be a type ia endoleak. After another touch-up was performed with a balloon, the endoleak was still observed, however, had decreased compared with the first discovery. As per the physician the cause of the event is anatomy related. Although the leak was a type ia, the physician considered that the residual small endoleak would resolve. No additional clinical sequalae were reported and the patient is fine.